Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient was having ¿a lot of problems¿ with the pump. It was noted that there were not as many features as they would like. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.